Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material larger than the inner diameter of air/water (a/w) nozzle got into the (a/w) channel caused clogging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogging of the air/water nozzle due to foreign material attributed to handling (insufficient cleaning). The drain function of the air/water nozzle noted to be degraded due to clogging. The reported issue of "the water supply is not working properly" could be confirmed. Furthermore, the following defects were identified during device inspection: no electrical continuity due to corrosion on distal end. The angle wires found stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. The flexible tube of the insertion section is crushed due to external factors. The insertion tube is discolored due to handling (insufficient cleaning). Scratches on the insertion tube due to external factors are observed. Scratches are found on the operation part due to external factors. Wrinkles in the insertion tube due to external factors are observed. Scratches on the grip, universal cord, scope connector, up/down knob, up/down , right /left angle fixing lever due to external factors are observed. Curved rubber noted with scratches caused by external factors. The suction cylinder is scraped due to external factors. Peeling of paint is recognized on the suction cylinder. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. Facility not aware of the foreign material adhered on the device. It was noted ¿unknown¿ . Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Submerged the endoscope in cleaning fluid- noted ¿unknown¿ information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿unknown¿. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- noted no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of " the water supply is not working properly". The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device air/water nozzle. This report is being submitted due to the finding of foreign material in the air/water nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .